Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore under the lifevest equipment. Patient described the area as red, scabby open sore. There was no alleged device malfunction contributing to the irritation. The patient stated they do have a history of sensitive skin and/or allergies. The patient's physician confirmed patient can use lotion on irritation. Outcome of the irritation is unknown.